Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had inadequate therapy as a result of not being able to increase amplitude of the ipg. It was determined the patient had been non-compliant with charging the ipg. Surgical intervention was undertaken and the ipg was explanted and replaced.